Manufacturer narrative:
(B)(4). The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The device was returned without the over-sheath. The catheter was highly kinked, and this failure could occur during operational factors such as; user technique inserting or removing the device through the scope. Microscope examination was performed, and it was confirmed that bushing hooks had hits found on the surface likely occurred between the components inside the clip assembly due to handling/manipulation of the device. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the instructions for use (IFU)/product label, the IFU cited: "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle as shown in figure 1. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until handle rests against the over-sheath grip, as shown in figure 2." However, it was reported that as there was an attempt to completely remove the over-sheath.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the whole clip prematurely deployed and fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally, it was also noted that the sheath was attempted to be completely removed prior to the procedure which is not within the instructions for use. Investigation results revealed that the bushing hooks had hits found on the surface; therefore, this is now an MDR reportable event.